Event description:
A (B)(6) male admitted for scheduled angiogram. During cardiac catheterization procedure, pt went into a tachycardic rhythm requiring cardioversion. The pt was initially synchronized cardioverted and returned to a sinus rhythm. When synchronized cardioversion was needed again, the device was unable to synchronize. Defibrillation occurred without incident. The back-up lifepack was retrieved and synchronized cardioversion was able to be performed. The delay in availability of synchronized cardioversion was may be 3-4 minutes. Medical treatments continued during retrieval of the back up device.